Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that there was a delay in their receiving a magnetic resonance imaging (MRI) due to their implantable pulse generator (ipg). The patient also reported that they had a MRI previously and that due to the programmed settings of the ipg their "body went into shock" and they were rushed to the emergency room (ER). The ipg remains in use. No patient complications have been reported as a result of this event.